Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply was replaced and voltage adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys intermittently will not boot up. No pt injury was reported.